Event description:
During the procedure, the orbit galaxy complex xtrasoft coil (B)(4) stretched during insertion into the target aneurysm, and the enterprise stent (B)(4) would not advance in the middle section of the unknown microcatheter (mc), and after the event the enterprise and mc were removed as a unit. The target site was lost, and a second mc and vrd were used to complete the procedure. No additional torque or manipulation was used at any time with the coil, and during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next devices, and a constant and dedicated saline source was used at all times. There were no damages noticed on any section of the delivery system or microcatheter that may have contributed to the event with the enterprise, and a constant and dedicated saline source was used at all times through the microcatheter used with the enterprise. After the event, the same microcatheter was not used with subsequent devices, and the microcatheter will not be returned for analysis. No damages were noticed on the coil and enterprise after removal from the patient (coil/distal tip-, fracture, separated, etc.), or delivery systems/introducers (kink, bend, fracture, separated, or stent-detachment, uplifted struts, kink, bend, fracture, etc.).there was no adverse event reported and the devices were expected, but to date neither has been returned for analyses. No vessel or patient information was provided.

Manufacturer narrative:
During the procedure, the orbit galaxy complex xtrasoft coil ((B)(4)) stretched during insertion into the target aneurysm, and the enterprise stent (e(B)(4)) would not advance in the middle section of the unknown microcatheter (mc). No additional torque or manipulation was used at any time with the coil, and during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next devices, and a constant and dedicated saline source was used at all times. There were no damages noticed on any section of the delivery system or microcatheter that may have contributed to the event with the enterprise, and a constant and dedicated saline source was used at all times through the microcatheter used with the enterprise. After the event, the same microcatheter was not used with subsequent devices, and the microcatheter will not be returned for analysis. No damages were noticed on the coil and enterprise after removal from the patient (coil/distal tip-, fracture, separated, etc.), or delivery systems/introducers (kink, bend, fracture, separated, or stent-detachment, uplifted struts, kink, bend, fracture, etc.).there was no adverse event reported and the devices were returned for analyses. No vessel or patient information was provided. Non-sterile unit of enterprise was received coiled inside of a plastic bag. Delivery wire and stent were received. On delivery wire a kink condition was observed at 4 cm from distal tip, blood dried residuals were observed along of body, coil wire section was observed separated from core wire at 37 cm from distal tip. The section separated is of 32 cm from end to end. Stent was received deployed already. Microcatheter and introducer tube involved were not received. Stent and delivery wire were inspected under vision system; the separation of core wire observed in the visual analysis was confirmed, a stretched condition was observed at 20 cm from distal tip. On the stent no damages was observed. Delivery wire was sent to sem analysis in order to determine the cause of the separation (coil wire from core wire) condition found during analysis, results showed that the coil presented no clear evidence of welding residuals on it, however during the eds it is noteworthy to mention that the solder alloy section used in bullets of the corewire is 1% to 5% silver and 95 to 99% tin. Functional analysis cannot be performed due to the damages observed in the device as kink, coil wire stretched and coil wire separated from core wire. The device analyzed was sent to lake region representative to perform other product analysis for the section separated: results showed that the appearance of the specimen can be altered significantly if due care to protect and preserve the evidence is not exercised. Because exposure to saline solution and blood is one of the most common (and the most corrosive) events, the need to mitigate the corrosive effects becomes increasingly urgent over time. The susceptibility of solder joints to corrosive attack supports the expenditure of additional efforts to neutralize the corrosive effects of saline and blood exposure. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10191775. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from (B)(6) medical on (B)(6) 2012. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The failure reported by the customer as ¿delivery wire/ impeded-in microcatheter¿ cannot be evaluated correctly due to damages observed in the device. The cause of the event experienced by the customer as the kink, coil wire stretched, coil wire separated from core wire condition observed could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; according to sem analysis and product analysis developed by (B)(6) suggestive that the appearance of the specimen can be altered significantly if due care to protect and preserve the evidence is not exercised. Therefore, no corrective action will be taken in this time. This is one of two products reported under (B)(4).

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10191775. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It is possible that aneurysm size/characteristics and device manipulation contributed to the reported events; however, based on the limited information and without the return of the devices for analyses, no conclusion can be made regarding root cause/contributing factors for either device. With review of the device history records there is no indication of any manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time. This is one of 2 products reported under (B)(4).